Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege pt's treating physician has recommended revision of the asr hip due to rising cobalt and chromium levels, infection, pain, and device failure. It is anticipated said surgery will occur in the near future.